Event description:
A 78-year-old male with metastatic renal cell carcinoma to the liver underwent histotripsy treatment of a 2 cm lesion in segment viii adjacent to a portal vein branch. The procedure was performed using the edison histotripsy system (histosonics) with treatment delivered over 34 minutes at an average voltage of 83.1%, generating an ablation cavity of approximately 33.5 ml with a planned 5 mm margin. Immediately following the procedure, cutaneous petechiae were noted along the treatment pathway. A follow-up MRI obtained the next day demonstrated new extensive t2 hyperintensity involving the right flank subcutaneous tissues and intercostal musculature, consistent with soft tissue injury along the acoustic pathway. These findings were not present on pre-procedural imaging. Clinically, the patient developed persistent right flank pain (6 out of 10) localized to the treatment pathway, requiring pharmacologic management. The presentation was consistent with subcutaneous tissue necrosis and likely intercostal nerve injury. Symptoms persisted for approximately three months before resolving. The intrahepatic ablation zone demonstrated expected non-enhancement consistent with the treatment effect. No immediate vascular complication was documented. This event represents unintended extrahepatic tissue injury along the treatment pathway, temporally and spatially associated with histotripsy energy delivery. Findings consistent with extensive subcutaneous tissue injury at the site of treatment.